Event description:
It was reported that the ventilator failed internal leakage test and the device logs contain a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and the device logs contain a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with the ventilator ¿ servo-air. It was claimed that the ventilator generated technical error 64 (te64) and internal leakage test failure. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Te64 is a high priority alarm and indicates turbine failure. In case of occurrence of this failure, may lead to stop of ventilation. According to the information provided by the technician, the issue has been solved by replacing the turbine module. The turbine generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. Internal leakage test is designed to measure differs between pressure and volume of air delivered by the turbine. If the turbine is malfunctioning, it will not deliver proper amounts of gas and it can be seen as cause of test failure. The device passed all performance tests and could be returned to clinical use. The defective turbine was returned for investigation. According to received return information note when the defective part was tested in reference ventilator, technical error 64 could not be reproduced. The cause of the claimed issue has been determined as defective turbine, as indicated by a failed puc. The root cause of turbine failure has not been established.

Event description:
Manufacturer¿s ref. #: (B)(4).